Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported through a journal article publication, that the patient with this device received multiple inappropriate shocks, while at rest. The shocks were delivered approximately two weeks post the addition of a left ventricular assist device used to provide additional cardiac therapy support. The author suggested the shocks were likely the result of oversensing of electromagnetic interference (emi) in the primary and secondary sensing vectors. The alternate vector was free of emi and had adequate r-wave sensing. The device was then reprogrammed to use the alternate vector and no additional inappropriate therapies were registered. No other resulting adverse patient effects were reported.